Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).